Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended several trouble-shooting options. These included, reseating the cables, the lamp, reviewing the brightness settings, and inspecting the white balancing. All components were reportedly functioning properly. At that time tac recommended sending the unit in for evaluation. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that her olympus evis exera iii xenon light source was producing a light that was too dark to see the endoscopic image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the final root cause of the dark image was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtainined from the customer. Additional information was received from the customer which confirmed that upon further investigation, the event did not occur due to a light source problem. The customer reported that there were bubbles in the field of view on the monitor. An olympus representative was onsite, inspected the buttons on the scopes and determined that half of them needed to be replaced. Once the buttons were replaced, the image issue was resolved. This event occurred during diagnostic and therapeutic esophago-gastro-duodenoscopy (egd) colonoscopy procedures. The procedures were completed using the subject device without delay. There was no patient harm or consequence reported as a result of the event. The light source was not returned for evaluation. However, if additional information becomes available this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.